Event description:
It was reported that, after a magnetic resonance imaging (MRI) test, the patient's device was found to be in backup vvi mode with high voltage therapy unavailable. The device was not programmed appropriately before the test. Abbott technical support (ts) was contacted and recommended programming to restore the device. Programming was performed to resolve the event. The patient was stable.